Manufacturer narrative:
This report is submitted on 01 april 2021.

Event description:
Per the clinic, the patient experienced recurrent infection and subsequently was treated with oral and topical antibiotics (date and duration not reported).